Event description:
It was reported that during a da vinci single-site cholecystectomy procedure, the jaws of the medium-large clip applier instrument would not release tissue. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. She was present during the surgical procedure. According to the initial reporter, the surgeon was attempting to place a clip on the cystic duct. After noticing that the clip did not appear to be fully clipped, the surgeon attempted 3 or 4 more times to properly place the clip. After the additional attempts were performed to place the clips, the initial reporter stated that the jaws of the instrument would not open. At that point, the emergency stop button was pressed on the surgeon side console (ssc) and the surgeon attempted unsuccessfully to open the jaws of the instrument using an emergency release wrench. The surgeon also attempted to use other instruments to open the jaws of the medium-large clip applier instrument but was unsuccessful. The surgical staff then pried the instrument off of the patient side manipulator (psm) and disassembled the housing of the device as an attempt to open the instrument's jaws. The surgical staff was still unable to open the instrument's jaws. The surgeon then sat back on the ssc and dissected around the tissue being held by the medium-large clip applier instrument. The initial reporter stated that the tissue that was dissected away was ultimately going to be removed by the surgeon. The surgical procedure was completed and a cholangiogram was performed. No post-operative complications were reported. After the surgical procedure was completed, the initial reporter tested the emergency release wrench on other instruments and was able to open/close the instruments' jaws. On (B)(4) 2014, isi contacted the site's robotics coordinator. The robotics coordinator confirmed that the information provided by the initial reporter was correct. The robotics coordinator stated that the surgeon actually used 3 other emergency release wrenches during the event and was still unable to open the jaws of the medium-large clip applier instrument. According to the robotics coordinator, no post-operative complications were reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated by failure analysis. The instrument was returned in two pieces and was completely broken apart. The push rod was pushed and pulled and the instrument's jaws would not close or open. In addition, an unidentified sticky brown residue was found in between the grip tips. After the residue was cleaned off, the instrument's grips were able to open and close normally. Failure analysis concluded that the stuck damage might have been likely due to improper cleaning. 48 - the instrument's push-pull rod was found to be completely broken off of the back end of the device and was bent at the proximal end of the main tube. In addition, one of the instrument's input disks was found to be broken and was missing a piece. Also, the instrument's multilumen was found to be bent and broken which allowed the stiffening wires inside to be exposed. The stiffening wires inside of the multilumen were bent. Failure analysis concluded that the broken damages might have been likely due to mishandling/misuse. The customer likely used excessive pull force to remove the instrument off of the sterile adapter. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci surgical procedure, the jaws of the medium-large clip applier instrument would not open. However, there is no indication that the patient experienced a serious injury because of the reported instrument issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.